Event description:
A report was received that the patient's ipg was pushed down. The patient underwent pocket revision and was reportedly doing well after the procedure.

Manufacturer narrative:
The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient's ipg was pushed down and there was a little fluid in the patient's ipg header. The physician assessed that scar tissue had grown and fluid had gotten into it. The patient underwent ipg replacement and the pocket was repositioned. The physician did not suspect device malfunction. The patient was reportedly doing well following the procedure.